Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not use room temperature insulin when filling the cartridge. Technical support educated the customer on proper load procedures. The customer resolved the issue by changing the infusion set and cartridge, successfully resuming insulin use.